Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure.according to the complainant, they were not able to generate a good vacuum. The needle was also unable to retract after use. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.